Event description:
The recipient reportedly experienced electrode extrusion followed by an infection. The recipient presented with pain and inflammation. The recipient's external auditory canal bone had broken down. The recipient underwent reconstructive surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain surgery details and recipient status were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.